Event description:
Caller reported a pump malfunction. There was no reported impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction did not recur, allowing the customer to continue using the pump with instructions to report if any issues arise again.